Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial connector. It was recommended that the epg be returned for service, but its current status is unknown. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the atrial output connector was broken. However, the output connector nut was missing and the connector was pushed inside the device. Analysis also noted four case screws were contaminated and the display wires were pinched without compromised insulation. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.